Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from same facility.

Event description:
Per tm and rn: PICC measurements have been off, too long. It was reported this occurred with two PICC placements. This report addresses the first event.